Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it rebooted continuously by itself upon power-up. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it continuously rebooting upon power up was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the control board.